Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-test, the cardiosave intra-aortic balloon pump (iabp) unit is leaking. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional customer contact phone: (B)(6). A getinge field service engineer evaluated the unit and unable to duplicate issue multiple attempts. Iabp disconnect in logs. Complete pm with full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.